Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The device has been received, pending analysis. This report will be updated when analysis is complete. This s-ICD was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Residual gas analysis was completed and a higher percentage of hydrogen gas than normal was identified within the device case. Additionally, a higher than normal current drain was observed during testing. Testing confirmed a compromised capacitor caused the high current drain condition, which depleted this s-ICD's battery. Engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a significant decrease in remaining longevity since the last follow-up. Premature battery depletion was suspected. Device data was submitted to technical services for review. Analysis confirmed the device was malfunctioning and replacement was recommended. The field representative reported that a procedure was planned for early april. The device remains implanted and in service. No adverse patient effects were reported. Additional information was received that the device was explanted and replaced on (B)(6)2020. The explanted device was received and is undergoing laboratory analysis.

Manufacturer narrative:
(B)(4). The device has been received, pending analysis. This report will be updated when analysis is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a significant decrease in remaining longevity since the last follow-up. Premature battery depletion was suspected. Device data was submitted to technical services for review. Analysis confirmed the device was malfunctioning and replacement was recommended. The field representative reported that a procedure was planned for early april. The device remains implanted and in service. No adverse patient effects were reported. Additional information was received that the device was explanted and replaced on (B)(6)2020. The explanted device was received and is undergoing laboratory analysis.